Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample 1 mixer and executed auto-mix verification and diagnostics successfully. During a follow-up visit, the cse ran service methods on server 2, which were within range except for bottom of cuvette on sample probe 2 (s2). The cse ran auto alignment for s2 and mixer diagnostic to set the bottom of cuvette correction (bocc), which failed for low current on sample probe 1 (s1). The cse replaced the s1 mixer cable and ran mixer diagnostic test, which failed for no reagent dispensed. The cse ran quick check and check 1 for s1 and s2, diagnostic test and service method for s2 alignment, which passed. The cse calibrated the assays, which failed. The cse ran three known patient samples for troubleshooting purpose, which had unacceptable values. The cse manually adjusted the bocc and performed manual adjustments after which acceptable values were obtained. The cse stated that replacing the s1 printed circuit mixer assembly and correction to s2 bocc resolved the issue. The cause of the discordant, falsely low glu result on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Sample ids (B)(6) were repeated on an alternate dimension vista instrument, while it is unknown if the remaining samples were repeated on the same instrument or the alternate instrument. The results for all samples repeated higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glu results.